Event description:
It was reported that the device intermittently failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the device and determined the cause for the intermittent power on failure to be a broken inductor, designator l4, on the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed system pcb assembly found no failures.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility for analysis and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.